Event description:
Philips received a complaint by the customer on the v60, indicating that the device's back up alarm sound changes the volume. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
E1: reporting institution name: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00189. All information from the original report(s) has been transferred to this report.

Manufacturer narrative:
Per gfe (good faith effort) response, it was confirmed that no repair will be conducted at this time so no further information will be able to be obtained. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.